Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm was noted during testing. During the occlusion test, the pump recognized the water filled reservoir and infusion set that was installed in the reservoir compartment. The pump was then programmed with a 2.0 unit fill cannula delivery. The pump delivered the 2.0 units properly with water exiting the infusion set. Then the pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen no prime anomaly or bolus anomaly was noted. The low reservoir alarm functioned properly during testing. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received an insulin blocked message, but was able to resume delivery. It was reported that issue occurred a few more times, but customer was able to resume delivery. Customer also reported that insulin pump was not alarming when reservoir was empty. Customer's blood glucose was 13.7 mmol/l and was 22.2 mmol/l at the time of call. Troubleshooting was performed and was not able to perform a displacement test. Insulin pump would be replaced.